Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, uterine perforation") in an adult female patient who had essure (batch no. 627466) inserted for female sterilisation. The patient's past medical history included multiparous. Concurrent conditions included vaginal bleeding. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Diagnostic results: on an unknown date patient underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, event perforation updated to uterine perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and amenorrhea. On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, mood swings, urinary tract infection, migraine, anxiety, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, anxiety, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) 2008, and date of removal was given 2013. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. Reporter's information was added. Date of insertion was updated. Added event mood swings, abnormal bleeding (vaginal, menorrhagia), uti, malposition of essure device location of device clubbed with previously reported event uterine perforation, migraines / headaches, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('other injury(ies) or complication(s) ¿ left ovarian cystectomy') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, amenorrhea and multigravida (4). On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia, mood swings, urinary tract infection, migraine, anxiety, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage and ovarian cystectomy outcome was unknown. The reporter considered alopecia, anxiety, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, ovarian cystectomy, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) 2008, and date of removal was given 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received reporter information, new event added left ovarian cystectomy. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), device expulsion ('expulsion'), genital haemorrhage ('gen. Abnorm. Bleed'), ovarian cystectomy ('other injury(ies) or complication(s) ¿ left ovarian cystectomy') and multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia( heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, amenorrhea and multigravida (4). On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia( heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, mood swings, urinary tract infection, migraine, anxiety, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, ovarian cystectomy and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, back pain and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, ovarian cystectomy, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: jul (B)(6) as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date : (B)(6) 2008 and date of removal was given 2013. Patient received treatment for events- abdominal pain, back pain, pelvic pain, device expulsion, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received: newly added newts- abdominal pain, back pain, menorrhagia, genital bleeding, device expulsion, psychological trauma, reporter was added, consumer address were updated. Incident : no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, uterine perforation") in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The patient's past medical history included multiparous. Concurrent conditions included vaginal bleeding. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: in (B)(6) 2008 as per pfs, on (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Diagnostic results: on an unknown date patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), device expulsion ('expulsion') and multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia( heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation". The patient's medical history included multiparous, amenorrhea, multigravida (4), adhesion, culdoplasty and cystoscopy. On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("neurological conditions or problems type:anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain/ chronic"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), the second episode of menorrhagia ("menorrhagia( heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and underwent ovarian cystectomy ("other injury(ies) or complication(s) ¿ left ovarian cystectomy"). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, mood swings, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, alopecia, ovarian cystectomy and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain and the last episode of menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, ovarian cystectomy, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) 2008, (B)(6) 2008 and date of removal was given 2013. Patient received treatment for events- abdominal pain, back pain, pelvic pain, device expulsion, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Lot number reported ( 627466 ) is invalid. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), device expulsion ('expulsion') and multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia( heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation". The patient's medical history included multiparous, amenorrhea, multigravida (4), adhesion, culdoplasty and cystoscopy. On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("neurological conditions or problems type:anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain/ chronic"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), the second episode of menorrhagia ("menorrhagia( heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and underwent ovarian cystectomy ("other injury(ies) or complication(s) ¿ left ovarian cystectomy"). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, mood swings, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, alopecia, ovarian cystectomy and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain and the last episode of menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, ovarian cystectomy, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) 2008, (B)(6) 2008 and date of removal was given 2013. Patient received treatment for events- abdominal pain, back pain, pelvic pain, device expulsion, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Lot number reported ( 627466 ) is invalid. Quality-safety evaluation of ptc: unable to confirm the complaint. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) (bus-2017-us-073347) and (B)(4) (bus-2019-us-003608) are duplicates of each other. All the information from the deletion case 2019-012336 was transferred to retention case (B)(4). Reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), device expulsion ('expulsion') and multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia( heavy menstrual bleeding)') in a 25-year-old female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation". The patient's medical history included multiparous, amenorrhea, multigravida (4), adhesion, culdoplasty and cystoscopy. On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("neurological conditions or problems type:anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain/ chronic"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), the second episode of menorrhagia ("menorrhagia( heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and underwent ovarian cystectomy ("other injury(ies) or complication(s) ¿ left ovarian cystectomy"). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, mood swings, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, alopecia, ovarian cystectomy and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, abdominal pain, back pain and the last episode of menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, ovarian cystectomy, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) 2008 as per pfs, (B)(6) 2008 as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) 2008, (B)(6) 2008 and date of removal was given 2013. Patient received treatment for events- abdominal pain, back pain, pelvic pain, device expulsion, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: fu 11,12,13 were processed together. Event outcome of pelvic pain and menorrhagia were added and reporter information were updated. On 22-may-2020: fu 11,12,13 were processed together. On 1-jun-2020: fu 11,12,13 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation, uterine perforation/malposition of essure device location of device/migration of essure device ¿ location: uterus'), device expulsion ('expulsion') and multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia( heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627466-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation". The patient's medical history included multiparous, amenorrhea and multigravida (4). On an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, menses irregular, asthma, bipolar disorder, diabetes, hypercholesterolemia, spotting between menses, spinal pain, menometrorrhagia, headache, depression, drug allergy, anemia, chronic back pain and vaginal discharge. Family history included diabetes and hypertension. Concomitant products included hydrocodone bitartrate;paracetamol (norco) for back disorder and oxycodone hydrochloride;paracetamol (percocet) for pain. In (B)(6) 2008, the patient had essure inserted. In (B)(6) the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("neurological conditions or problems type:anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), mood swings ("hormonal changes describe:mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), the second episode of menorrhagia ("menorrhagia( heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and underwent ovarian cystectomy ("other injury(ies) or complication(s) ¿ left ovarian cystectomy"). The patient was treated with surgery (endometrial ablation via thermachoice and robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 21-jun-2017. At the time of the report, the uterine perforation, device expulsion, mood swings, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, alopecia, ovarian cystectomy and psychological trauma outcome was unknown, the genital haemorrhage, vaginal haemorrhage, abdominal pain, back pain and the last episode of menorrhagia had resolved and the anxiety was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, ovarian cystectomy, psychological trauma, urinary tract infection, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy in insertion date from previously reported: (B)(6) as per pfs, (B)(6) as per mr. 2 coils noted on the right side. 5 coils were left within the uterine cavity. Discrepancy in insertion date :(B)(6) and date of removal was given 2013. Patient received treatment for events- abdominal pain, back pain, pelvic pain, device expulsion, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - (B)(6) 2015: measure 6.5 x 5.2 x 5.2 cm, endometrial stripe of 7 mm, left ovary 3 cm, right ovary 3_2 cm. No lesions were noted.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abnormal bleeding, pelvic pain, menorrhagia, dysmenorrhea and anxiety. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events added: device monitoring procedure not performed. Event outcome of anxiety, vaginal hemorrhage were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.